Event description:
Reporter stated that when pressure monitoring extension was removed and another MFR's safeset was added in its place, leak occurred at the zeroing stopcock. Customer suspects the stopcock was cracked. No pt injury or treatment was associated with this event. The reporter further stated they had one add'l incident of blood backing up into the transducer with air being noted in the line. The source of the air was not clear at the time, however customer suspected it was related to cracking.